Manufacturer narrative:
Follow up on (B)(6) 2015 with tandem technical support: the customer was able to complete fill tubing process and receive the expected fill estimate with new cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate had been inaccurate a few times ever since starting on the pump. There was no impact to the customer's blood glucose level.